Manufacturer narrative:
Product analysis was not able to verify the reported issue and found that fuse label was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraoperative the nim vital patient interface box was experiencing a poor connection when connected wir elessly to the nim vital. The pop up to acknowledge appeared 10 times. The surgeon did not want to use a wired connection and different patient interface (pi) box used to resolve the issue with the wireless mode and it functioned as intended. There was no patient impact.

Manufacturer narrative:
Correction: unticked the hcp option in g2 section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.